Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was exhibiting oversensing in the atrial channel due to electromagnetic interference (emi). Sensitivity was decreased and the device remains in use. No patient complications have been reported as a result of this event.